Event description:
One touch basic enhanced meter was reading inaccurately low. The reading was 115 mg/dl and the pt ate food and/or drank beverage following use of the meter. No symptoms of high or low glucose. The pt went to the hosp where their reading was 204 mg/dl on an unk meter within 10 minutes. (Invalid comparison) no treatment given. The customer rep performeed troubleshooting and the check strip did not pass. Based on the info obtained from the pt there is indication the product malfunctioned; however no indication this led to a serious injury. The meter and test strips were replaced and return expected.